Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: a review of the pump¿s black box history showed that one power interruption occurred on 11/03/2014. Visual inspection revealed that the battery compartment was cracked on the side and below the bumper grip. The returned battery cap threads were found to be stripped. The battery cap was not able to be secured and maintain an electrical connection with the pump. A test battery cap was used to complete the investigation. During testing with a test battery cap, no errors, alarms, warnings, or power interruptions occurred. The pump case was removed and no intermittent condition was found to the power circuit. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.